Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. (B)(4). Approximate age of device ¿ 1 year and 2 months. The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to poor general condition. The patient was diagnosed with an advanced driveline infection. On (B)(6) 2018, the device was inspected in the operating room. Due to the massive infection, the lvad was explanted and an extracorporeal circulatory support system was implanted for temporary support. The patient was implanted with a new lvad system on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
A correlation between the reported driveline infection and the evaluation of the returned device cannot be conclusively determined. Upon disassembly of the pump, examination of the inflow cannula revealed a normal biological lining along the proximal opening. The deposition was well adhered and did not appear to have obstructed the blood flow pathway. Further examination of disassembled pump revealed depositions of post explant blood in the in the interior of the pump cover. The remaining pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. Infection is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.